Manufacturer narrative:
Follow-up #1 date of submission 07/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/28/2013 with the following findings:investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The screen on the animas insulin pump is fading and dim. The issue began over time for the past month. The patient reportedly adjusted the contrast and changed the battery but the issue was not resolved. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.